Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-03496. Related manufacturer reference number: 3006705815-2021-03497. It was reported one of the leads was showing high impedances. Reprogramming was initially able to address the issue however; patient was concerned about needing an MRI in the future. Surgical intervention was undertaken wherein the lead with high impedance was explanted and replaced. This addressed the issue. It is unknown which lead had high impedance and was explanted; therefore, all three leads are being reported.